Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. Unit returned in a generic plastic bag. The wire was inspected and it has the distal tip kinked and stuck inside the fg sterling otw catheter. The device couldn't be removed. The outer diameter (od) middle of the device and od proximal section are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12588. It was reported that catheter entrapment occurred. A 200cm, 8cm v-18¿ control wire¿ and a 2.0x220x90 (4f) sterling¿ balloon catheter were used in the procedure. However, after the tip of the wire entered the balloon, the physician was unable to remove it. The guidewire and the balloon were removed at the same time. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12588. It was reported that catheter entrapment occurred. A 200cm, 8cm v-18¿ control wire¿ and a 2.0x220x90 (4f) sterling¿ balloon catheter were used in the procedure. However, after the tip of the wire entered the balloon, the physician was unable to remove it. The guidewire and the balloon were removed at the same time. The procedure was completed with another of the same device. No patient complications were reported.